Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture which caused capsular tightness, pain, swelling, and tenderness. Capsular tightness, pain, swelling, and tenderness are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge broken in the shell with stress marks, one curved striated opening and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening and one opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture which caused capsular tightness, pain, swelling, and tenderness. Capsular tightness, pain, swelling, and tenderness are not device related. Device has been replaced.